Event description:
Pt spontaneously called in to report one of her pumps, sn (B)(4) malfunctioned yesterday. She states it was beeping and it was not working, but she could not remember the exact malfunction. She tried changing her tubing and still could not get it to work. She switched to her other pump and has been infusing without issue. Pharmacy sending replacement. No other info. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Dose or amount: 40nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.